Manufacturer narrative:
The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was not working was confirmed. An assessment was performed and it was determined that the color ring was damaged, the laser etching was fading away, and the bearings were noisy. It was further determined that the device failed pretest for visual assessment and vibration. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported that the short attachment device was not working. During in-house engineering evaluation it was observed that the attachment device failed pretest for visual assessment and vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.